Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that the insulin pump had post-reset ram crc alarm. The customer blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. Customer stated that they did not cleared alarm and was going to change the battery because they thought it was the reason the insulin pump stopped working but the insulin pump beeped again like it restarted and then a picture of the insulin pump with a red cross and an arrow pointing to a book was on the screen. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 23 due to critical pump error (open book image) alarm.